Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had hysterectomy / 7 wks post op') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, vagina cuff). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("I had hysterectomy/7 wks post op") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2019. In (B)(6) 2019, she underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (hysterectomy, vagina cuff). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: suffers from severe and permanent injuries new essure insertion date received: (B)(6) 2010 (discrepant than the first one received). Concerning the injuries reported in this case, the following one/ones were reported from social media: medical device removal. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-jul-2023: patient's date of birth and essure removal date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("I had hysterectomy / 7 wks post op") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2019 she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (hysterectomy, vagina cuff). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: suffers from severe and permanent injuries. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 15-jun-2023: summons received. Essure insertion & removal date updated. Reporter causality comment added. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("perforation was noted") in an adult female patient who had essure inserted for female sterilisation. Concurrent conditions were listed as pelvic pain and menorrhagia. In (B)(6) 2008, the patient had essure inserted (intra-uterine). Essure was removed on (B)(6) 2019. In (B)(6) 2019, she experienced fallopian tube perforation (seriousness criteria medically important and intervention required). The patient was treated with surgery (robotic total hysterectomy, right salpingo-oophorectomy, left salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: suffers from severe and permanent injuries new essure insertion date received: (B)(6) 2010 (discrepant than the first one received). The uterus appeared to be normal. Minor adhesions from her c-sections. The right and left tube and ovary grossly normal. Concerning the injuries reported in this case, the following one/ones were reported from mr reports: fallopian tube perforation. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received: event: "medical device removal updated to fallopian tube perforation", reporters information, product indication and medical history added, removal date and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("perforation was noted") in an adult female patient who had essure inserted for permanent contraceptive tubal implant. Concurrent conditions were listed as pelvic pain and menorrhagia. In (B)(6)2008, the patient had essure inserted (intra-uterine). Essure was removed on (B)(6)2019. In (B)(6) 2019 she experienced fallopian tube perforation (seriousness criteria medically important and intervention required). The patient was treated with surgery (robotic total hysterectomy, right salpingo-oophorectomy, left salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: she suffers from severe and permanent injuries new essure insertion date received: (B)(6)2010 (discrepant than the first one received). The uterus appeared to be normal. Minor adhesions from her c-sections. The right and left tube and ovary grossly normal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6)2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had hysterectomy/7 wks post op') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, vagina cuff). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.